Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that the delivery system was loaded onto the guide wire when the physician realized that he had lost wire access. Upon removal of the delivery system from the introducer sheath, it was noticed that the stent had started to deploy even though the safety lock was still in place. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the condition of the returned device, the reported premature stent deployment could not be reproduced. The evaluation of the device revealed that the deployment mechanism had been activated. The safety lock slider was found in opened position and the outer catheter was found to be severely damaged. Due to the sample condition, a patency test could not be performed. Potential contributing factors to the reported event have been evaluated. Previously reported similar complaints have been reviewed. Increased friction between guide wire and guide wire lumen as well as increased friction between introducer sheath and outer catheter may cause or contribute to premature deployment of the stent. Also insufficient flushing of the device as well as the usage of inappropriate accessories may lead to friction increase and subsequent premature deployment. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "visually inspect the distal end of the stent system to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed." Regarding the safety lock slider the IFU states: "verify that the safety lock slider is still in the locked position."

Event description:
It was reported that the delivery system was loaded onto the guide wire when the physician realized that he had lost guide wire access. Upon removal of the stent delivery system, it was noticed that the stent had started to deploy even though the safety lock was still in place. A stent of smaller size (170 mm) was used instead along with a 150 mm stent as the hospital did not have a second stent of the size of the subject device (200 mm) in their stock. There was no reported patient injury.